Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited early rapid depletion. Analysis showed that the device was high rate atrial sensing which can cause an increase in power consumption. Signal artifact monitoring (sam) patch was also installed and enabled which can also consume additional power in the presence of high atrial rate sensing. As of this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited early rapid depletion. Analysis showed that the device was high rate atrial sensing which can cause an increase in power consumption. Signal artifact monitoring (sam) patch was also installed and enabled which can also consume additional power in the presence of high atrial rate sensing. Additional information received that this device was reprogrammed. Analysis showed that this device appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. As of this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.